Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported unintended movement appears to be due to user technique/procedural conditions. The reported single leaflet device attachment (slda) was a cascading event of the reported unintended movement. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detached from one leaflet and remained attached to the other leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. One clip was implanted successfully. The second clip delivery system (cds) was advanced to the mitral valve and the clip was placed. During deployment, the delivery catheter (dc) fastener was secured; however, when the cds pin was removed, the physician accidentally advanced the handle into the left ventricle which caused a single leaflet device attachment (slda). The clip detached from the anterior leaflet and remained attached to the posterior leaflet. A third clip was used to stabilize the slda and further reduce mr. A total of 4 clips implanted, reducing mr to 3. No additional information was provided.